Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files retrieved from the returned system controllers confirmed low speed and pump stop events as well as driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The log file retrieved from the patient's primary system controller contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. A manually silenced driveline fault alarm was captured throughout the file. Additionally, multiple low speed operation events were captured between (B)(6) 2025. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms and occurred while the patient was operating on 14 volt batteries. No other notable events or alarms were captured. The log file retrieved from the patient's backup system controller contained relevant events that were captured following the reported system controller exchange, from (B)(6) 2025. Throughout the majority of these events, the pump struggled to maintain the set speed and multiple low speed operation and pump stop events were captured. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms and occurred while the patient was operating on the power module as well as 14 volt batteries. Additionally, intermittent driveline fault alarms were captured throughout the file. No other notable events or alarms were captured. The account indicated that heartmate ii left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed, pump off, and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional details were provided on (B)(6) 2025 that the patient was placed on ionotropic support and was hemodynamically stable until the time of pump exchange.

Event description:
It was reported that the patient called the heartline with a system controller fault alarm. The patient presented with a known short-to-shield (sts) following a prior repair attempt, and the system controller was replaced. On (B)(6) 2025, the sts progressed to a phase-to-phase with a full pump stop that could not be restarted even after replacing the system controller. The site performed a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.